Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) was installed onto a golden system where the component functioned as expected. The mtm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the axis 4 motor was inspected, and no faults could be identified. During visual inspection, no issues were found. Root cause is attributed to the defective component. The axis 4 motor and motor cable caused issues.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy general surgical procedure, the customer reported to the technical service engineer (tse) about not being able to take control of the master tool manipulator left (mtml). The logs reflected 230xx errors when the customer powered the system off. The customer explained they wanted to utilize both surgeon side consoles (ssc). Tse explained the error may come back and explained the customer could attempt to recover the fault or disable the manipulator at that time. The customer elected to replace the second ssc with a backup console. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the logs and confirmed errors 23008 and 23013. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.